Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when the dilator is inserted it opens in the tip and does not allow the procedure to be performed.

Event description:
The customer reports: when the dilator is inserted it opens in the tip and does not allow the procedure to be performed.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including a peel-away sheath and catheter for evaluation. Visual examination of the peel-away sheath revealed the sheath tip was slightly frayed and split. This damage is consistent with undue force being applied to the tip. The total length of the peel-away sheath body was measured and was found to be within specification. The returned dilator and catheter were able to pass through the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until the sheath is well within the vessel to minimize the risk of damage to sheath tip." The customer report of a damaged sheath tip was confirmed by complaint investigation of the returned sample. The sheath tip was slightly frayed and split, damage consistently seen with undue force being applied to the tip. The sample passed all relevant functional and dimensional testing. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.